Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, it was reported by a sales representative via phone that (2) ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors backed out, an ar-3638dhs-2 disposables kits handle bent, and an ar-4068hl swiftstitch¿ suture passer bent. This occurred during a hip arthroscopy on (B)(6) 2025 where additional ar-3636h was used, and a birdbeak was used to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.